Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a premature battery depletion (pbd) alert. After analysis it was determined there was magnet exposure at a surgical intervention and the alert was a false positive. The s-ICD remains in service at this time. No adverse patient effects were reported.